Event description:
A nurse reported that a system message displayed prior to a vitrectomy procedure. They called technical support for assistance, however, they were unable to resolve the issue. The case was able to be performed with another system following a delay of one hour. The patient had received peribulbar anesthesia at the time of the event. There was no patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to record the system message displayed (flow check failure). The customer worked with the company sales representative to troubleshoot the problem reported. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).